Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, embedded to wall of the ivc and cannot be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within ivc does not represent a device malfunction. The legal brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final letter for this product file.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, embedded to wall of the ivc and cannot be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism, deep vein thrombosis, he is contraindicated for coagulants and has an enterocutaneous fistula. The filter was implanted prior to multiple procedures that would require that the patient be off coagulants. The filter was aligned axially approximately 3 cm above the iliac bifurcation. There were no complications during the index procedure and the patient tolerated the procedure well. According to the patient profile form (ppf) fractured filter parts remain in the patient's right groin and inferior vena cava. The medical records state that fifteen months after the index procedure, there was an attempt to remove the filter. During the removal procedure it was noted that the filter had two isolated leg fractures and the hooks appeared to be adherent to the walls of the vena cava. The filter was left in place. The filter was patent with no thrombus. The patient was transferred to recovery in stable condition. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, fracture, embedded to wall of the ivc and cannot be removed. An unsuccessful percutaneous attempt was made to retrieve the filter approximately fifteen months post implant. The indication for the filter implant was a history of pulmonary embolism (pe) and deep vein thrombosis (dvt) with a contraindication to anticoagulation therapy for upcoming urological procedures. The filter was placed via the right common femoral vein and deployed at the confluence of the iliac veins. The renal veins could not be identified when a venogram was performed. The intent was to remove the filter once the urological procedures were completed. There were no complications during the index procedure and the patient tolerated the procedure well. The attempt to remove the filter was made from the right groin. A cook filter retrieval sheath was inserted over the wire and a venogram was performed showing an existing optease ivc filter with 2 isolated filter leg fractures. The filter was patent with no thrombus. At this point, we felt an attempt at removal would be the best option despite the fractures. We placed a snare and grasped the filter hook at the bottom of the filter. The ivc filter was mobile and collapsed into the sheath, but the two struts that were fractured would not collapse. At one point when we moved the filter down, the hooks appeared to be adherent to the wall with scar tissue. We did not want to risk perforation and felt leaving the filter would be the safest option. We redeployed the filter and performed a completion venogram. There was no evidence of extravasation or abnormality. The sheath was removed, and manual pressure was held at the groin until hemostasis was achieved. Dressings were applied, and the patient was transferred to recovery in stable condition. Although the patient profile form (ppf) states that fractured filter parts remain in the patient's right groin and inferior vena cava, the medical records do not support the claim that any portion of the filter is in the groin area. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.